Manufacturer narrative:
Initial reporter occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, after opening the package of a hiwire nitinol hydrophilic wire guide, it was discovered that about 1cm of the wire guide core was exposed. There was no damage noted to the device packaging. The procedure was completed by using another new device. This occurred prior to patient contact, therefore there was no impact to the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, after opening the package of a hiwire nitinol hydrophilic wire guide, it was discovered that about 1cm of the wire guide core was exposed. There was no damage noted to the device packaging. The procedure was completed by using another new device. This occurred prior to patient contact, therefore there was no impact to the patient. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures. One hiwire nitinol hydrophilic wire guide was returned to cook for investigation in open packaging. Approximately 5mm of wire core is protruding from the end of the black coating. Approximately 149.6cm of the black coating was present. There appeared to be black coating missing from tip, with the end having a jagged appearance. The wire guide is assembled by a supplier to cook who also carried out an investigation. The supplier of the device reviewed the product found the following; after wetting the specimen wire with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. The specimen presented a ductile/tensile overload fracture of the polymer jacket with material removal exposing the distal 0.60cm of the metallic core wire. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history record by cook and the supplier found no related anomalies. The incoming inspection records at cook were reviewed and the lot passed incoming inspection. A review of complaint history records shows no other complaints associated with the complaint device lot. The information provided upon review of complaint file, device history record, complaint history and supplier investigation provide evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of manufacturing procedures carried out by the supplier found controls to be in place to assure device integrity prior to shipment. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating. Instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. The jacket of the wire guide appears to have a ductile/tensile overload fracture, but the device was reported to be damaged when the packaging was opened. Based on the available information, cook has concluded a specific cause of the complaint cannot be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.